Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of questionable results for 7 patient samples tested for elecsys probnp ii immunoassay (probnp) on a cobas e 411 immunoassay analyzer. Of the data provided 4 patient results were a reportable malfunction. Patient 1 had an initial probnp result of 264.6 pg/ml. The patient sample was rerun on (B)(6) 2018 with a result of 4906 pg/ml and also rerun on (B)(6) 2018 with a result of 3474 pg/ml. On (B)(6) 2018 patient 2 had an initial probnp result of 52.84 pg/ml. The patient sample was rerun on (B)(6) 2018 with a result of 144.8 pg/ml. On (B)(6) 2018 patient 3 had an initial probnp result of 430.2 pg/ml. The patient sample was rerun on (B)(6) 2018 with a result of 950.6 pg/ml on (B)(6) 2018 patient 4 had an initial probnp result of 211.4 pg/ml. The patient sample was rerun on (B)(6) 2018 with a result of 506.8 pg/ml the erroneous results were not released outside of the laboratory. There was no allegation of an adverse event. The customer mention having issues with qc and that they have to perform new calibrations to get acceptable results. The probnp reagent lot was 276345 with an expiration date that was not provided. The customer uses rack adapters. The field engineering specialist found that a mixer paddle was twisted and that the internal reservoir was contaminated. He fixed the mixer paddle. Following the service visit, the customer mentioned again having issues with qc and that they have to perform new calibrations to get acceptable results.

Manufacturer narrative:
After the field engineering specialist changed the stir paddle, the problem still occurred. An issue with the internal reservoir was discovered. After decontamination of the internal reservoir the problem was solved. The field engineering specialist checked the water system at the customer site and everything was fine. A field engineering specialist performed preventative maintenance and exchanged the measuring cell. Calibration and qc were recovering in range and everything was working fine.